Event description:
Account contact reports: employee developed a red, itchy rash on hands after use of the gloves. Employee was noted to have sensitive hands in the past with other glove brands. Redness and itching go away after discontinuation of the product.